Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.